Event description:
It was reported that the user inserted an infusion set before removing the needle guard, leading to an incorrectly deployed infusion set and improper attachment, and was advised to perform a site-only change, which the user understood and chose to complete without assistance. Symptoms included no reported changes in blood glucose. Outcomes included no hospitalization and no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed use error associated with infusion set deployment and connection, with no device alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user error.